Event description:
It was reported that a caucasian female patient underwent an unspecified breast implantation procedure with an unspecified mentor breast implant and experienced invasive carcinoma of the left breast along with further atypical lobular hyperplasia post-operatively. As a result, the patient underwent removal and replacement with a mentor gel breast implant (serial number (B)(4) on (B)(6) 2022. Since the device is unknown, it will be defaulted to a gel device in common device name and procode for reporting purposes only. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: carcinoma manufacturer¿s reference number: b)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 380cc returned device. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not taken together, support an association between breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On mar 8 2022, additional information was received indicating the complaint device is a saline mentor smooth round high profile 380cc, catalog number 3503380, lot number 5582368. The date of implantation has been estimated as (B)(6) 2005 per the device manufacture date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On mar 20, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received with the device indicating the patient also experienced lymphadenopathy. A sentinel node biopsy was performed on the left axilla. The date of explantation was identified as (B)(6) 2021. Manufacturer¿s reference number: (B)(4).